Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. Ts recommended replacing the power management (pm) pcba. Customer stated replacing the pm pcba resolved the reported issue. Unit was ready for service.

Event description:
The customer contacted technical support (ts) stating that unit had 35v failure, blower doesn't turn, and can not turn off unit. It is unknown if the unit was in patient use at the time of the reported issue. No patient harm or injury was reported. Event date not specified: estimate used.